Event description:
Outbound. Patient and husband report cadd ms3 pump alarming low volume earlier than programmed and yesterday, after continuing the infusion and restarting pump, the pump displayed zero. Actual amount of medication in the cartridge was 0.3 ml but this occurs with both pumps. Husband described the cartridges as hard to pull the plunger and has to push and pull several times to try to lubricate the barrel. Pump sn# (B)(4) no cassette lot number provided. Did not need pump replacements. No further details provided. Whele llc.